Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was not confirmed. The system controller was not connected to the driveline until (B)(6) 2024. All other events captured in the log file are consistent with routine maintenance of a backup system controller. There is no evidence of an exchange from system controller, serial number (B)(6). It functioned as expected for the duration of the review. Multiple attempts were made to obtain additional information regarding the cause for the pump stop event, confirmation of a system controller exchange, cause for and date of the potential system controller exchange; however, no additional information was provided. Device history records were reviewed and showed the backup battery, serial number (B)(6), as a component of heartmate 3 system controller, serial number (B)(6). Both were made in accordance with manufacturing and qa specifications. The system controller and backup battery were shipped to the customer on (B)(6) 2022. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve backup battery fault alarms. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller event log file showed that the pump was not connected to the system controller until (B)(6) 2024. The left ventricular assist device (lvad) log files showed the pump functioned as intended throughout the duration of the files.

Manufacturer narrative:
Section b3: event date estimated to the first day of the reported month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient had a pump stop event in feb2024. Per the site, the system controller appeared to have been changed out.